Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had partial display. The customer states the screen turns white. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected missing segments/partial display anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.